Manufacturer narrative:
A production device history record (DHR) review is not required as this complaint is for an out-of-box part failure. The getinge fse replaced the two faulty datasettes in the iabp unit and completed the fsca of the cs300.

Event description:
It was reported that while performing a field service corrective action (fsca) on the cs300 intra-aortic balloon pump (iabp), the getinge field service engineer (fse) discovered that two sets of datasettes were faulty. This was an out of box failure. The iabp generated ¿electrical test fails code #40¿ after placing the two datasettes in the unit. There was no patient involvement; thus no adverse event was reported.

Event description:
It was reported that while performing a field service corrective action (fsca) on the cs300 intra-aortic balloon pump (iabp), the getinge field service engineer (fse) discovered that two sets of datasettes were faulty. This was an out of box failure. The iabp generated ¿electrical test fails code #40¿ after placing the two datasettes in the unit. There was no patient involvement; thus no adverse event was reported.

Manufacturer narrative:
The faulty datasettes were returned to the getinge national repair center (nrc) for further evaluation. A senior repair technician of the nrc inspected the first iab datasette and no visual damage was observed. The technician inspected the second iab datasette and no visual damage was observed. The technician installed the first iab datasette into a main board paired with a dss datasette in the cs300 test fixture and tested it to factory specifications per cs300 service manual. The datasette passed testing. The technician could not verify the reported failure "electrical test fails (etf) code #40". The technician installed the second iab datasette into a main board paired with dss a datasette in the cs300 test fixture and tested it to factory specifications per cs300 service manual. The datasette passed testing and the reported failure "electrical test fails code #40" could not be verified. The technician explained that the etf #40 failure will occur when the iab datasette is not compatible with dss datasette or vice versa. The technician concluded that for the failure to occur, the datasette being installed would have had to have mismatched software revision numbers. The recommendation was made for retraining of the applicable service bulletin. The first datasette was returned to production to be packaged and returned to stock. The second datasette was be sent to the supplier to be reprogrammed to the updated software version.